Event description:
Customer reported battery life issues. There was no reported impact to the customer¿s blood glucose level. Technical support investigated the battery depletion but found no data, and the case was closed as the customer declined follow-up.